Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not return yet.

Event description:
It was reported to vyaire medical that the bellavista1000 had shifted screen issue.furthermore, there was no information for patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. However, vyaire medical technical support informed customer that the unit is out of warranty and advised to order g6 display interface, pn 030.100.060 for replacement to resolve the issue. The exact root cause is not determined. No response received from the customer.